Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted concurrently with tah, abdominal sacrocolpopexy and cystoscopy due to menorrhagia, stress incontinence, cystocele, rectocele, urethrocele. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of vaginal mesh and cystoscopy due to erosion, pain, utis & bleeding on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent tah, abdominal sacrocolpopexy, and cystoscopy due to menorrhagia, stress incontinence, cystocele, rectocele, and urethrocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of vaginal mesh and cystoscopy due to erosion, pain, utis and bleeding on (B)(6) 2011. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent lso and extensive lysis of adhesions on (B)(6) 2012 due to cystic left tube and ovary w/pelvic pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.